Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose due to the reported issue. Reportedly, customer reverted to insulin pens for insulin therapy.